Event description:
It was reported by the customer that a pyxis medstation es system keyboard failed, and it stopped working completely. The customer reported that there was a delay of approximately six minutes in patient care for the required medication isovue, which was due to the time taken for rebooting. There was no report of impact on the patient or user.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to the device's keyboard failure. A technical support specialist confirmed that the issue was resolved remotely. The device was rebooted and verified by the customer. The system functioned as intended.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: d5, e2, e3, g2, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 09-nov-2022 to 08- nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue occurred due to the device's keyboard failure. A technical support specialist confirmed that the issue was resolved remotely. The device was rebooted and verified by the customer. The system functioned as intended after the technical support specialist accessed the device.

Event description:
It was reported by the customer that a pyxis medstation es system keyboard failed, and it stopped working completely. The customer also stated that experienced 6 minutes delay during patient care, which was due to the time taken for rebooting. There were no adverse events or injuries reported based on this incident.